Manufacturer narrative:
The lot number for the device was not provided, therefore a lot history review could not be performed. The device was not returned for evaluation, therefore the investigation is inconclusive for the reported issue as no objective evidence has been provided. The definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that an unknown hickman chronic catheter allegedly experienced a crack. This information was received from a single source. This malfunction involved a patient with no patient injury. The patient's age, weight, and gender were not provided.